Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and the dorsal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The cause of the dorsal face seal tear remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
This report includes the added medical device problem code, gas/air leak.

Event description:
During pfa procedure, there was a blood leak. When the non- abbott catheter was inserted into the agilis, a backflow of blood was observed. The device was advanced past the handle and checked for aspiration which drew bubbles. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.